Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode a decrease of the oxygen saturation was noted possibly related to the procedure. It was noted that breathing exercise were performed, medication was given, and mobilization exercises were done. The patient continued to be regularly monitored. No additional adverse patient effects were reported.